Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Approximately four days after the percutaneous trans hepatic biliary drainage procedure, the mac loc hub and catheter separated. The doctor changed the catheter. No other adverse effects reported.